Manufacturer narrative:
(B)(4). Date sent; 3/5/2026. Additional information was requested, and the following was obtained: please explain how was the leak ¿managed successfully¿? Leak was managed with placement of a drain. Did the patient have to return to the operating room? Patient did not return to the operating room. What was the indication for surgery? Pancreatic carcinoma. Was a leak test performed intra-op? If so, what type and what was the result? No leak test is performed intra-op. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, stapler visually crushed pancreas before firing as stapler (ech60s) clamped prior to firing. Pledgets with prolene were used to oversew staple line post fire. How many days postoperative did the leak occur? Leak was found in office 3 weeks post op, patient was found to be septic and was admitted to the hospital where drains were placed. How was the leak identified? Leak was identified at post op office visit. What was observed at the site of the leak upon reoperation? How was the leak addressed? Leak was addressed with drain placement and readmission thus delaying chemotherapy for patient. Were there any issues experienced with the device in the initial surgical procedure? Provider does not feel stapler is designed to properly respect pancreatic tissue. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Yes, were there other contributing patient factors? Please explain. Please provide a timeline of events.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2026 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreatic resection case, the patient experienced a post-operative pancreatic leak along the staple line. The clinical team was able to manage the leak successfully and keep the patient stable.